Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT done approximately 4.5 years post implant revealed that the bifurcated stent graft had migrated and had crumpled within the aneurysm sac. This resulted in a proximal type I endoleak and kinking of the limbs. A secondary intervention was performed to implant a new bifurcated stent graft above the old one and chimney stent the sma. The patient was on dialysis so the decision was made to cover the renal arteries. This resolved the migration and endoleak. The cause of the event was noted to be disease progression. The patient was non-compliant with follow-up and had not been seen since implant. No additional clinical sequelae were reported, and the patient is fine. A review of returned films post-implant shows that the stent graft has migrated into the distal aaa sac with a proximal type I endoleak. All the devices appear to be severely kinked; however, the limbs are patent. The proximal neck diameter is 42 x 50mm at the renal arteries with thrombus. The aortic diameter at the sma is 38 x 36mm, and 41 x 43mm at the celiac artery. The maximum diameter of the aaa is 7cm. Earlier post-implant images were not available (the patient missed follow-up's); however, it appears that disease progression (neck dilatation) caused the migration. Images post-secondary implant were not provided.

Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results and conclusions: (migration, endoleak, stent graft kinking). (Disease progression with aortic neck dilatation).